Event description:
It was reported that log files were submitted for evaluation. The log file captured low flow alarm events on (B)(6) 2025. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events may have been due to a patient related issue. It was noted that the patient was sleeping during low flow alarms and the system controller did not alarm. The patient's vital signs were overall stable and mean arterial pressure (map) was 98. The cause of the alarms was assumed to be volume depletion. The low flow alarms were only identified during the clinic visit.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of the system controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 16 days (B)(6) 2025 per time stamp). An intermittent low flow alarm that appeared to resolve on its own was captured on (B)(6) 2025 from 03:36:48 ¿ 05:11:42, (B)(6) 2025 at 23:48:22 ¿ (B)(6) 2025 at 00:31:29, and (B)(6) 2025 at 23:53:20 ¿ (B)(6) 2025 at 00:21:22 due to the flow being below the 2.5 lpm threshold. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis and remains in use. The provided information stated that the patient was sleeping during low flow alarms and the system controller did not alarm. The cause of the alarms was assumed to be volume depletion. The low flow alarms were only identified during the clinic visit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use (rev. C) section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is 85 db. No further information was provided. The manufacturer is closing the file on this event.